Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: vena cava filter was placed infrarenal secondary to recurrent pulmonary emboli on anticoagulation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that imaging shows slight migration of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that imaging shows slight migration of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and one-month post filter deployment, computed tomography (CT) revealed possible strut migration anterior and posterior to the aorta without inflammatory changes or infiltration. Subsequently patient presented with abdominal pain. Eventually, three years and six months, another computed tomography (CT) revealed one of the left lateral struts extends immediately posterior to the adjacent inferior vena cava. One of the left lateral struts extends along the anterolateral aspect of the adjacent abdominal aorta. The filter appeared somewhat tilted and apex appeared to contact the anterior wall of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for filter migration and filter tilt. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that, the filter appeared somewhat tilted and apex appeared to contact the anterior wall of the inferior vena cava.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.